Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. On the same day as diagnosis, the patient was hospitalized for the event. The treatment for the peritonitis was unknown. Twenty four days after being admitted to the hospital, the patient was discharged. On an unreported date, in the same month as diagnosis, the peritonitis was resolved and the patient was recovered from the event. At the time of this report, dianeal therapies were ongoing. No additional information is available.